Event description:
It was reported that at the user facility, a broken bur was found inside the attachment. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
This is a duplicate reporting of the event reported on asr ID (B)(4).

Manufacturer narrative:
During the device evaluation, it was confirmed that a bur had broken inside the attachment. The bur breaking could potentially have been caused by a number of factors including user applied side loading, bur exposure, running speed as well as attachment and drill conditions. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that at the user facility, a broken bur was found inside the attachment. The user facility was not able to provide any further information regarding the reported event.